Event description:
Device of 2 of 2. Reference MFR report #: 1627487-2015-00016.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2015-00016.

Manufacturer narrative:
Results: the report from the field was not confirmed. Pain or discomfort cannot be confirmed by product testing. The no stimulation or invalid impedances reported could not be validated as the lead was not returned complete. The paddle (stimulation) end of the lead had significant damage that is consistent with having happened during the explant procedure. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.